Event description:
It was reported the pump stopped running in (B)(6) 2013 and the patient did not want to go back to see a physician. An MRI was being done on the date of the report for back pain and other issues the patient was having. The system was being used to deliver morphine.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
Additional information received reported the patient didn't have concerns with their device or therapy. They received assistance from their device manufacturer representative or health care provider (hcp) and their concerns were resolved.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient could not find a healthcare provider (hcp) to refill the pump and had been "walking around for well over a year, without anything in my pump". The pump started alarming over one year ago, which the patient only would hear if the alarm if she was in the bathroom or her office. The patient did not feel like the pump did that good of a job with chronic pain, and had felt that day since day one, and stated she had 2 or 3 pump changes.